Event description:
A report was made while at methodist alliance home infusion, memphis, tn, that "...the roller pin would not go into the notch, upon further force of the 2nd door the spring released and slammed back."

Event description:
A report was made that "...the roller pin would not go into the notch, upon further force of the 2nd door the spring released and slammed back."